Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of small intestine, when the device was attached to the powered stapler and was attempted to be fired, it was unable to be fired. A new device was used to resolve the issue and complete the case.